Manufacturer narrative:
Exact date unknown, event occurred approximately following the implant procedure. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336700, model: sc-8336-70, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the ipg was exposed, and the patient developed an infection following a motor vehicle accident (mva). Symptoms of pus, drainage, and pain was noted at the midline and ipg site. Upon further exploration by the physician, the patient had strep throat when in the mva. It was believed that the strep circulating in the blood infected the spinal cord stimulator (scs) system through a hematoma that developed on the patient's back from the collision. The patient underwent an explant procedure. The explanted devices were not returned as they were disposed of by the facility.